Event description:
The customer reported that the balloon was inflated, but it developed a hernia. The tip allegedly jammed against the tracheal wall, such that allegedly the air could not go through. As a result, the tube was replaced and the patient made a complete recovery. Although not included in this report, the same customer using the same et tube, with same lot number previously reported that the et tube had not been pretested, as directed in the instructions for use. It was also reported that the cuff pressure is not monitored and cuffs are always overinflated. These actions are all contrary to the warnings, precautions, and suggested directions for use provided in the labeling with the product. The sample was received at hrci for evaluation. The sample's cuff was confirmed to be herniated. The unit was functionally tested for leakage and no problems were detected. The tube was placed into a piece of tubing to simulate the ID of a typical adult bronchia. When the et tube was moved around the tubing, no problems were identified with the et tube either compressing against the side of the tubing or causing occlusion of the airflow. The cuff remained inflated on the section above the tube end, preventing it from pressing against the side. Due to the properties of the cuff, it is known that overinflation of the cuff during use may cause herniation in a properly formed cuff.